Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw could not be opened and the clip was tear-shaped. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received on 12/29/2009: the jaw could not be opened when the device was fired on the biliary duct. The trigger was manually opened and the jaw was released. There was no tissue damage.